Event description:
It was reported the patient presented for a device check approximately two weeks post-implant. Oversensing was noted. Manipulation could not reproduce any problems, and other measurements were normal. The counters were cleared, and the patient was sent home. A check the next day again noted oversensing. When the pocket was opened, visual inspection noted normal pin/setscrew placement, and a "tug" test showed a good connection. The physician decided to explant and replace both the device and lead since a cause could not be determined. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed. No anomalies were found.